Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be complete. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Device was not returned.

Event description:
On day 6 post procedure the patient reported an onset of severe abdominal pain and came to the ER. Laparoscopy was performed and a defect in the fundal region of the uterus as well as 5-mm defect with healthy, viable margins in the small intestine was seen. The defect of the small bowel was repaired with sutures, laparoscopically. Patient fully recovered and was discharged.